Manufacturer narrative:
(B)(4). The device was returned. Visual and functional inspection was performed on the returned device. The failure to deploy was not confirmed as the stent was already deployed. The resistance with the anatomy could not be replicated as it was based on circumstances of the procedure. It is likely that distal sheath was kinked or entrapped in the heavily calcified lesion causing resistance with the thumbwheel and deployment issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. The investigation determined that the reported difficulties are due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a heavily calcified, restenosed lesion in the right femoral artery. Pre-dilatation was performed with a 5 x 100 mm armada 35 balloon catheter. The 6 x 10 mm absolute pro self expanding stent system (sess) was advanced with resistance noted due to the heavily calcified lesion. During deployment of the absolute pro, the stent could not be deployed after 1 cm - 1.5 cm and the thumbwheel could not be turned. The stent was easily retrieved into the introducer sheath and removed. Another absolute pro stent of the same size was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.